Event description:
It was reported that during an unknown procedure the customers hpblue/har9f is not passing the activation test. Rep said the customer tried multiple generators with same handpiece and 2 har9f devices and could not get either to advance past the activation screen. Checked the handpiece they reported an issue with and the contact ring is filthy which may be the problem. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. B3: event year only reported: 2024. D4 batch #: t95156. Additional information was obtained: the cord was separated from the body and reassembled, appearing to have damaged the pins inside the hpblue cord. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a set of images submitted for evaluation. Six images were provided by the customer. The images show a hpblue with the end cap dislodge. Based on the photo, the reported event was confirmed. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loose the disposable device from the handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.